Event description:
A (B)(6) distributor contacted zoll customer support to report that a unknown (B)(6) patient's battery charger/modem was unable to charge the patient's battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. The reported problem (won't charge battery packs) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to flash memory components u102 and u105 on the computer / analog board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective components. The patient received a replacement battery charger/modem.